Manufacturer narrative:
(B)(6) 2023 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
(B)(6) 2023 - the consumer claims to have received a burn on her back. Also burned through her cover. Medical attention was not received.